Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The pump was not available for eval and investigation. Without the actual sample, lot number, or details of the incident, a complete analysis cannot be conducted. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
It was reported that there were infections on three different pts having mastectomies with reconstruction. All three pts required treatment. Infections were noted in 2008. No lot numbers, pts' name or further details were provided about the pts.